Manufacturer narrative:
Maquet cardiopulmonary ag requested the device in question for eval but has it not received yet. A supplemental medwatch will be submitted as soon as add'l info becomes available.

Event description:
Customer reported that "foam appeared in the cardiotomy reservoir". No known consequences to the pt. (B)(4).

Manufacturer narrative:
The sample has been cleaned. A visual inspection has been performed. Thereby it has been detected that the blood outlet connector had cracks. The failure foam in the reservoir could be confirmed due to the pictures and videos sent along with the complaint. Most possible root cause is the leakage (crack in the connector). DHR: has been reviewed by the supplier and no abnormalities were found. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.